Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient identifier: unknown / not provided. Age at time of the event: unknown / not provided. Gender: unknown / not provided. Patient weight: unknown / not provided. Reporter name and address: unknown / not provided. Premarket identification: unknown / not provided.

Event description:
Healing collar does not engage to the implant. No impact to the patient.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One healing collar (hc465) was reported but not returned for investigation. Therefore, visual evaluation and functional testing could not be performed. DHR review for the lot (2022070676) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (2022070676) and no similar event or complaint was found. (Complaint category keyword: does not seat). Based on the investigation and risk management file review, and IFU, the most likely root cause determined from the investigation was customer error - improper techniques used during placement. Therefore, based on the available information, device malfunction and the reported event could not be verified.

Event description:
No further event information is available at the time of this report.